Event description:
Summary: it was reported that high lead impedance (low/>10,000 ohms/ 4 yrs) was received on system diagnostics at a follow-up appointment with the treating neurologist. The pt had undergone generator replacement surgery on (B)(6) 2009 and the last acceptable diagnostics were from (B)(6) 2010 in which the lead impedance was 2477 ohms. There was no pt trauma or manipulation to the device. The pt's device was programmed off and x-rays were taken and reviewed by the manufacturer. Review of x-rays revealed the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. There was some feed found to be behind the generator and was consistent with twiddler's condition as the lead was visualized to be coiled. A lead discontinuity was visualized near the electrode bifurcation area. No acute angles were observed in other portions of the lead body that could be assessed. At the moment, good faith attempts to obtain additional info regarding further interventions have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.